Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Installed a water filled reservoir, primed insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Insulin pump was programmed with test guardian 3 link and a test plug. Insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.